Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization as the customer had a heart attack and reportedly needs "open heart surgery"; cause of dka was not provided. A blood glucose level was not provided. Customer declined follow up from tandem technical support. No additional information was provided.